Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot, part number: 03.312.815, lot number: h377419, date of manufacture: 30-may-2017, place of manufacture: brandywine, part expiration date: none, list of nonconformances: none. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint action. Investigation summary visual inspection: visual inspection performed at customer quality, identified spots of the loctite pouring at the junction of the anodized aluminum and threaded steel shaft. Additionally, the poured out locttite was noted with foamy discoloration ranging from white to orange in color. No further issues were identified. Functional inspection: functional test performed on the returned device showed no loose components. All the pins are securely fixed, and all the locking mechanism observed working as intended. While no loose component condition was identified on the returned device, the reported loose condition of the device was not able to be confirmed. However, with the residual spots observed at the junction, the overall complaint condition was confirmed. With no loose condition observed, reported loose condition was not able to be replicated. Also, the complaint condition for loctite pouring and discoloration was not able to be replicated with the device received condition. Dimensional inspection: dimensional check of component features was determined irrelevant with no loosening issues with the device. Furthermore, dimensional inspection was noted inapplicable for the loctite pouring condition. Document specification: a detailed investigation with additional testing was performed to identify the root cause for the same given complaint condition in one of the previous complaint investigations. As a part of this analysis, ftir testing was performed by imr test labs and it was confirmed that the foaming and discoloration of the epoxy in the complaint samples is residual isopropanol left on the part. Upon further investigation for the possible root cause, it was identified that process sheet used in device manufacture was not descriptive of the tools required to wipe away the excess epoxy at the time of the manufacture. Therefore it is possible that this could have potentially contributed to complaint condition if operators choose using isopropanol (alcohol) to aid in wiping away of excess epoxy from the thread. Additionally, no specification for the color nor quantity of epoxy were provided in the device manufacture process sheet which could have also resulted in observed complaint condition. Therefore per these investigation findings, to address this situation following manufacturing change was made manufacturing change, completed on january 26, 2018, added supplementary detail. The update precludes the operator from using alcohol (isopropanol) to remove excess epoxy and instruct the operator to wipe away any excess epoxy using a dry shop towel. With the given devices released before the mc effective date, it is possible that alcohol would have been possibly used in wiping the devices. However, no issues related to this condition were noted per DHR review. The devices were noted to have left the manufacturing site with no relevant issues. A safety assessment of the white residue found on depuy synthes maxframe multi-axial correction system performed in the previous complaint investigation and showed no potential risk of the white residue to patients. However, with the observed trend of discoloration of the devices and to further analyze the risk involved in using the devices, the condition is escalated to additional review activities. In result, a product issue escalation, has been initiated and further required evaluations and necessary action will be addressed. Conclusion: while loose condition of the device was not able to be confirmed, with the residual spots noted, the overall complaint condition was confirmed. However, during the investigation no unidentified product design issues or manufacturing discrepancies were observed that may have contributed to the observed complaint condition. Also, necessary actions required to mitigate the observed issue has been already addressed per manufacturing change. Additionally, further evaluation of the condition and assessment of risk and need for further corrective and/or preventative actions will be performed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is synthes affiliate. A review of the device history records has been requested. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during the inspection in the warehouse, four (4) of maxframe quick adjust struts x-short, four (4) of maxframe quick adjust struts short, four (4) of maxframe standard struts xx-short, eight (8) of maxframe standard struts x-short, five (5) of maxframe standard struts short, five (5) of maxframe standard struts medium and one (1) of maxframe standard struts long were noticed to have a comic substance, which could be a loctite pouring out, down at the thread. There was no procedure or patient involvement. This event is captured in this complaint, as well as (B)(4). This report is for one (1) maxframe standard strut x-short. This is report 6 of 10 for (B)(4).